Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vison valve was chosen for a procedure. The annular dimensions of the native valve 72.6mm. During procedure, a pre-dilation performed with a 20mm balloon. The valve was implanted. On (B)(6) 2024, it was notified that the patient had inferior ischemia and infarct. The patient treated medically discharged and returned on (B)(6) 2025 with a second infarct in the same area/vessel. The patient had a cardiac catheterization, but they had a difficulty engaging any catheter or wire to treat with intervention. The implanted valve looks like migrated towards the aorta to the point where the commissure is partially blocking the right coronary ostium limiting flow. Due to high implant and migration, the cardiac catheterization was not possible. The patient was treated medically and released. The physician believes the commissure wise blocking the right coronary area. The implanter believed the cause of migration was implant was placed a bit higher than desired due to limited contrast and sino-tubular junction (stj) calcium.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
An event of migration or expulsion of device (aortic direction), coronary obstruction and myocardial infarction were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. It was indicated that the migration was valve placed a bit higher than desired due to limited contrast and sino-tubular junction (stj) calcium. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported migration appears to be due to the valve under-expansion. The cause of the reported under-expansion could not be conclusively determined. Potentially, procedural circumstances contributed to the event, however, this could not be confirmed. The reported coronary obstruction and myocardial infarction were cascade effects of valve migration. The reported unexpected medical intervention was a result of case-specific circumstances as medication was provided. There is no indication of a product quality issue with regards to manufacture, design, or labeling.